Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error) expected 6 actual 30, mixing pump and tank harness were just replaced. The device had previous issue with tank harness and was now having this issue. The biomed would be sending it in for assessment and the device was not cooling. Per follow up information received via email on 16aug2022, the device it was failing calibration and device would not cool even after the mixing pump and tank harness were replaced. Biomed was sending device in for assessment. Per sample evaluation results received on 03feb2023, it was confirmed that temperature of outlet monitor temperature (t1) and outlet control temperature (t2) tank harness was out of range. The root cause of the reported issue was a failed tank harness. The unit returned without the power cord and bracket. The tank harness was replaced.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error) expected 6 actual 30, mixing pump and tank harness were just replaced. The device had previous issue with tank harness and was now having this issue. The biomed would be sending it in for assessment and the device was not cooling. Per follow up information received via email on 16aug2022, the device it was failing calibration and device would not cool even after the mixing pump and tank harness were replaced. Biomed was sending device in for assessment. Per sample evaluation results received on 03feb2023, it was confirmed that temperature of outlet monitor temperature (t1) and outlet control temperature (t2) tank harness was out of range. The root cause of the reported issue was a failed tank harness. The unit returned without the power cord and bracket. The tank harness was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.